Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Based on the product return, the following fields were updated: d10, g4, h2, h3, h6, and h10.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported one screw broke during a aortic valve replacement (avr) re-entry. The patient was brought back to the operating room for a bleed unrelated to the plating system. While removing the two plates and sixteen screws, one screw fractured just below the locking mechanism and remains in the patient.

Manufacturer narrative:
The product identity was confirmed in the evaluation. Only head portion of the fractured screw was returned. Upon visual inspection it is visible that the screw is fractured transversely through the shaft. The grooves in the head of the screw show minor signs of damage indicating that the screw maintained good retention during insertion and removal attempt. The most likely underlying cause of this complaint was determined to be excessive torque. The surgeon most likely applied excessive torque while attempting to remove the screw. There are no indications of manufacturing defects.